Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damage streamline cable on the power module (B)(6) was unable to be confirmed. Photos of the damage were not submitted and product was not returned for testing. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported event could not be conclusively determined through this investigation. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 4- ¿system monitor¿ and heartmate 3 patient handbook section 6- ¿caring for the equipment¿ explain how to properly handle the power module and cables to prevent damage. Heartmate 3 instructions for use section 7- ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5- ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot atypical alarms. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the power module battery clip broke and needed the streamline cable to repair the unit.